Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using hawkone directional atherectomy during procedure to treat a little calcified plaque lesion in the right proximal popliteal artery with 85% stenosis. The vessel was moderately tortuous. The lesion was no pre dilated but post dilated. IFU was followed. It was reported that when cleaning and advancing flush tool, tip detached and separated at the hinge pin. Another hawkone was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: the tip separation occurred outside the body during cleaning with a sliding flush tool. Two insertions with multiple passes were performed to fill nosecone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone device was returned to the medtronic investigation lab (plymouth) for evaluation. No ancillary devices or images were received with the hawkone and cutter driver. The device was removed from the return packaging. The distal flushing tool was returned covering the drive shaft and cutter. The distal housing assembly including the coiled segment and rotating distal tip were detached from and separated from the device. It was noted that the distal housing segment had detached from the distal assembly, just distal to the anchor pockets. Inspection of the housing assembly revealed that the laser drilled inner coils were stretched and bent at the proximal end of the housing. A blue fiber-like substance was around the proximal end of the distal housing segment. The fiber-like substance appeared to be caught on the inner laser drilled coils which were protruding from the proximal end. No damage was noted t o the guidewire lumen of the housing assembly or the rotating distal tip. Inspection of the guidewire lumen of the rotating tip and distal housing did not reveal any anomalies. Inspection of the both the orange and black duckbilled valves revealed that they were intact and without damage. Dimensional inspection of the distal insert, which the distal housing assembly passed through, revealed that the insert measurement was within specification. Inspection of the drive shaft through the dft revealed the fracture faces on the cutter window assembly. No anomalies noted with the cutter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.